Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly the patient was revised pain associated with decreased range of motion; difficulty ambulating and instability. (Right). Head was removed and replaced with our 28mm +3.5mm head and strykers dual mobility. Cultures taken.